Manufacturer narrative:
(B) (4).

Event description:
Literature: dilorenzo dj, jankovic j, simpson rk, takei h, powell sz, long-term deep brain stimulation for essential tremor: 12-yr clinicopathologic f/u. Mov disord. 2010;25(2):232-238. Summary: this article describes the clinical course and postmortem pathological finding in a pt with et treated with dbs for 12 yrs. This (B) (6) woman had a 13 yr history of progressive et prior to implantation of bilateral dbs electrodes in the region of her vim thalamic nuclei in 1996, producing immediate relief of arm tremor. Histopathological exam of the brain, performed 12 yrs after the initial implantation, demonstrated electrode catheter tracts rimmed by 20-25 micron sheath, with multinucleated giant cells and reactive gliosis. Lymphocytic infiltration was seen by l26 immunoreactivity with cd3 (t cells) starting predominating over cd20 (b cells). Cerebellar axonal spheroids and purkinje cell loss were found. The minimal foreign body reaction and gliosis around the electrodes 12 yrs after implantation supports the long-term safety of dbs. Event: the right ipg malfunctioned in (B) (6) 1999 and was promptly replaced. This was characterized by intermittent lapsing of the stimulation current and its occasional restoration by the pt applying the pressure on the chest over the ipg. The pt otherwise experienced excellent control of her et bilaterally except during this period of temporary hardware failure. See literature article with MFR report# 3007566237201003959.